Event description:
Per complainant, the cushion bottomed out and when they opened it up, there was gel everywhere. The dealer alleges that a message was on the voicemail. (B)(6) also alleges on the voicemail that skin breakdown on the patient, the dealer states there is a physician on site at the facility.